Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with excessive no delivery alarms. The customer's blood glucose level at the time of incident was 249mg/dl. The customer states their levels had gone as high as 420mg/dl. The customer treated with the pump. Troubleshoot was conducted. The customer states the alarm was resolved by infusion set change. The customer was advised to call back when alarm occurs in order to troubleshoot. The customer is being sent replacement supplies.